Manufacturer narrative:
(B)(4). Batch p58h40. Investigation summary: the analysis results showed that one gst60t cartridge reload was returned with the one piece sled missing and 10 double drivers and 2 single drivers out of position missing making the reload non-functional. In addition the cartridge pan was noted to be dislodged at proximal side. No conclusion could be reached on what may have caused the damaged on the cartridge. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # p58h40. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Can you please provide more details regarding the loose material that was observed? Can you please describe the loose material? Did the material come from the stapler? Or, did the material come from the reload? Did this occur during the loading or unloading of the cartridge reload? Or, did this occur inside the patient? Did any pieces fall into the patient? If yes, were all pieces safely retrieved from the patient? If no, please explain.

Event description:
Event: at the moment of use the reload, it was observed loose material, that corresponds to the internal components of the stamping mechanism. Product information: code: gst60t and lot: p4t81r. Was surgery delayed due to the reported event? Unknown, was procedure successfully completed? Unknown, were fragments generated? Unknown, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study : unknown, (B)(4). Device property of :none, device in possession of:none by checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. True.